Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure. The device was leaking through the seal and loosing insufflation. The surgeon went through 3 tanks of co2 during the procedure in order to complete the procedure with the second device. There was no patient consequence reported. Two devices were discarded.